Event description:
A nurse reported to (B)(6) that a blood leak occurred during therapy. It was reported that a leak was noticed between the access line of the aqualine and the red end of the haemofilter; this was apparently noticed quickly and there was a minimal loss of blood due to the leak. The nurse was able to screw the aqualine more tightly onto the filter and continued treating the patient on the circuit. Further information was reported that the patient had been washed-back and disconnected from the aquarius as the circuit had clotted - no patient harm was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The sample was not returned. The root caused is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.